Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed.

Event description:
Clinical narrative: a 70-year-old male with pre-operative impella 5.5 support (model 654950) placed via right axillary/subclavian surgical arterial access on (B)(6) 2026 at 09:25 am for scai shock stage c was undergoing on-pump coronary artery bypass grafting (CABG). The device was functioning as intended prior to the event at p-7 with flows of 4.1 l/min using a d5w with sodium bicarbonate purge solution. Device position was confirmed by transesophageal echocardiography (tee) prior to aortic cross-clamping, demonstrating appropriate placement with the inlet approximately 3.7 cm into the left ventricle (lv) and 5.7 cm from the device tip to the lv apex. The patient was noted to have a markedly enlarged lv (7.2 cm) with thin ventricular walls. During surgical manipulation of the heart to access a posterior vessel for grafting, the impella pump perforated the lv. The patient required immediate intraoperative intervention including lv repair with a surgical patch and transfusion of 7 units of packed red blood cells. The repair was reported as successful, and the impella 5.5 remained in place postoperatively. A hematoma at the axillary cutdown site occurred post-CABG and required washout; no vessel or tissue damage was noted at the access site. The device was not removed due to the event, and the patient remained on support with outcome pending. Medical assessment attributed the lv perforation to the impella pump in the setting of contributing factors including a large lv size and thin ventricular walls. The patient remains on impella support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.